Manufacturer narrative:
(B)(4). The customer informed physio-control that the device has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed a service indicator and the device screen would remain in self test. While in contact with physio-control support personnel it was discovered the device would not power on when prompted. As a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.